Event description:
The facility reports while the patient was being transferred from the bed, it was stated that the patient started swinging, which then made one of the middle shoulder clips detach. It was also stated at this moment it was not clear whether the patient still had contact with the bed. The patient fell to the floor and, after examination, was taken to the hospital where x-rays were taken. No fractures were found the patient was returned to the nursing home.